Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9540634. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable).. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9540634) was impeded in the y-connector and could not be pushed into the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown). The physician retracted the stent and removed the microcatheter from the patient. The microcatheter was replaced and the replacement microcatheter was delivered. The original stent encountered the same issue; it was impeded in the y-connector again and could not be pushed into the second microcatheter. The physician retracted only the stent and replaced it with another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) and the procedure was successfully completed. There was no negative impact on the patient. On 01-aug-2025, additional information was received. The information confirmed that the procedure was a stent-assisted embolization for a middle cerebral artery aneurysm. An adequate continuous flush was maintained through the microcatheter. When the stent was removed from the patient, it was still on the delivery wire. There was no damage noted on the stent / stent delivery system when the device was removed. There was no visible kink or other damage noted on the microcatheter. The information confirmed that the replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) and the second microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information also confirmed no negative patient impact and no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile the 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed already detached from the delivery system. The delivery system was returned inside the dispenser hoop. No appearance of damage was observed. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. When the delivery system was taken out of the dispenser hoop, it was discovered that the delivery wire was broken in two pieces. Additionally, the distal end of the distal coil was separated from the core wire. The issue reported in the complaint regarding the impeded stent cannot be evaluated through functional test due to the stent component already being detached. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. The stent detachment and the damages on the delivery wire were not originally reported; these damages are suspected to be the result of the handling post-procedure of the device, since the severity of the damages could have been initially identified by the customer. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9540634. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 26-aug-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.